Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed. Upon review of the session records it was suspected that oversensing was due to myopotential oversensing issue. Patient had two episodes of the oversensing issue. Programming change was made and isometric testing was performed and no noise was observed. Patient was stable.